Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a chipped out on ear clip and missing battery. No error which related to customer reported problem was found in event log history. The reported issue was confirmed during visual evaluation. The pump has been dropped or mishandled by customer. Service replaced the ear clip. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a syringe clip was broken. No patient involvement.